Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0: h3, h6: no products have been evaluated by medtronic personnel. Logs have not been made available. Codes b29, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cervical spine procedure. It was reported that the site encountered an alleged inaccuracy while in a c4-c5 spine case. The site had taken an automatic registration using the imaging system, and articulating arm with the cranial frame. The surgeon felt as though the navigation was 2 cm deep. It was tested with two passive planar probes and a mast dilator with no change. The surgeon didn't want to re-spin the patient, so the site continued to use navigation. There was a less than one hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field. The system passed all testing and functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.